Manufacturer narrative:
Initial.

Event description:
It was reported that a user felt moisture on a cartridge during removal, while surrounding areas appeared dry, and the user successfully resumed therapy with the next cartridge change. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or therapy beyond the single cartridge event. Investigation included customer care troubleshooting and education with the user and a review for device alerts or alarms, without medical intervention. Investigation of this case revealed a suspected cartridge leak associated with the cartridge component, with no additional device malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to limited evidence of a definitive failure mode.